Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed, the implant had not achieved osseointegration. Another implant in an unidentified site was also placed and removed on the same day in the same patient. There were no reported complications.

Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed, the implant had not achieved osseointegration. Another implant in an unidentified site was also placed and removed on the same day in the same patient. There were no reported complications. (B)(4)